Event description:
Philips received a complaint on the v60 ventilator indicating that the device had unexpectedly turned off during a test run. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer stated that, during a test run, an unknown alarm sounded and then the device turned off, then the device recovered on its own. The device was replaced with another unit so that it could be taken to a service center to be evaluated by an authorized service provider (asp). An asp evaluated the device but was unable to reproduce the issue. The asp checked the device's event log and found that the code for a check vent: ventilator restarted alarm, 1101, was logged. This occurred in conjunction with a diagnostic code 3007. Per the v60 service manual, error 1101 indicates that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The customer was informed that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. With no action being required for these two codes, the customer requested that the device be returned without further service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, a supplemental report will be submitted.